Event description:
Approx 6 months after implants rptr noticed that one of her breasts felt different, softer and flatter than the other. Dr felt that it was broken and told rptr the only way to fix this was to either go back in and replace it or pop the other one so they would at least feel the same. Rptr had no more money to have it replaced and he popped the second one. Over the years rptr had chest pains that would make her feel as though she was having a heart attack and the implants started to harden. In 1992, rptr wanted a baby so she decided to get the implants removed. She was afraid of the effect it would have on the baby, especially with breast feeding. The new dr was going to remove them in his office because at that time that was all rptr could afford. When dr went in he decided he could not do this procedure in his office because one of the implants was broken. He closed and said rptr needed to have them removed immediately. Insurance wouldn't cover it. Rptr contacted MFR and they said they would replace them when she signed a release. Other medical conditions since first set of implants broke: skin problems and acne on back until first implants were removed, psoriasis of scalp approx one year after surgery which was approx six months after they had broken, and feeling sluggish and tired all the time. Dr tested thyroid and found rptr was a little off and rptr was placed on synthroid.